Manufacturer narrative:
The device was returned for evaluation. During functional testing of the returned device, the reported error alarm could not be confirmed. The device was found to pass functional testing and perform as expected. Based upon customer's report (check clutch error) it was determined likely that the user released the clutch and moved the syringe plunger head during infusion which induced the check clutch error alarm.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.